Event description:
The lay user/patient contacted lfs in 2005 and alleged that his meter was prompting an unknown error message. It is not known how long the patient was unable to test on his meter due to the error message. He stated that the meter was new and he had been applying the blood incorrectly. On a day in 2005, he reported that he was experiencing symptoms of a headache, sweating, slurred speech, blurry vision, and dizziness. He went to the hospital and his blood glucose result was "in the 400 range". He was treated with 14 units of novolog. Prior to leaving for the hospital, he gave himself 20 units of lantus insulin. This case is reported because in the absence of glucose readings the patient experienced hyperglycemia.